Event description:
It was reported that after implantation of a 3.0x18 promus rx stent on (B)(6) 2010 in the left anterior descending (lad) coronary artery, in (B)(6) 2012 the patient experienced angina, a possible myocardial infarction, recurrent ischemic symptoms, nausea, vomiting, diaphoresis, and elevated blood pressure; borderline elevation in cardiac biomarkers were observed. Cardiac catheterization did not reveal any significant occlusion or narrowing of the arteries; however, a pinched lesion due to jailing of the ostium during stenting of the lad ((B)(6) 2010) was noted. The patient was treated medically at that time. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. There were no reported product deficiencies. The reported patient effects of angina, ischemia, nausea, hypertension, and myocardial infarction are listed in the promus everolimus eluting coronary stent system instructions for use as known adverse events. Although a conclusive cause for the reported patient effects and the relationship to the device if any cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.